Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to be leaking from a crack in the stopcock. The root cause is attributed to several factors involved as molding stress and chemical breakdown. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that a three-way stopcock leaked during use. They were able to replace the three-way stopcock and flush the device to complete the procedure. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.